Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient initially implanted 450cc devices. The patient's implantation date is an estimated 1992. This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/10/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a siltex cracking was observed on the posterior view. Within the siltex cracking, a tear was noted, measuring approximately 1.0 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor saline breast implants and experienced left-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 450cc mentor memorygel breast implants.

Manufacturer narrative:
On 1/31/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).